Event description:
Attempted to mix palacos bone cement according to manufacturers instructions. Upon activating the plunger, the liquid failed to transfer to the chamber with the cement powder. Trace amounts of the liquid were observed leaking from around the plunger. The unit was immediately identified as defective and removed from the sterile field. The defective unit and cement did not reach the patient or implant components. A new palacos cement/mixing kit was opened immediately. No complications or malfunctions were noted throughout the remainder of the procedure.